Event description:
The customer reported that the system displayed a communication failed error and shut down. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on workstation power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.